Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery. The customer reported that they experienced low blood glucose level. The customer treated with glucose tablets. The insulin pump was on auto mode at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.